Event description:
It was reported that during a da vinci-assisted surgical procedure, after insertion of retractor ring, the globe of access port was attached. Upon insufflation the area where the blue cap port was on the globe was separated, breaking the seal. It was then replaced. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The access port kit was analyzed and failure analysis found the primary failure of tears/torn to be related to the customer reported complaint. Visual inspection was performed and the access port chamber was found to be torn. The tear was observed where the cannula seal attaches. The tear measures approximately 28.01mm in length and no material appears to be missing. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the accessory or inadvertent collisions with hard surfaces.